Event description:
User alleges when they are preparing for the next case the set up person noticed blood had leaked into the reservoir.

Manufacturer narrative:
Eval: smiths med is unable to fully investigate this report as the user facility did not record the lot number or save the event sample. Without the event sample we are unable to determine the cause of this event. We do not know exactly where the leakage was or if it was related to a device failure or an incorrect procedure during setup. Without the lot number we are unable to search our complaints database for similar reports or review the mfg records. This report has been logged for trending purposes.